Manufacturer narrative:
Evaluation narrative - evaluation was not possible, as the device will not be returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It is reported that during a meniscus repair the second anchor deployed prematurely from the needle delivery system being used. The surgeon removed the anchors without creating a delay to the procedure of more than a few minutes and was able to repair the meniscus successfully with available backup devices. No patient injury was reported.